Event description:
It was reported that a motor rate error was displayed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found both tamper seals broken, battery door cracked. Top case cracked lower left corner; right case cracked by upper screw hole. Displayed serial number does not match serial number label nor the serial number written on the top case (all 3 are different). The pump event history log showed a motor not running error message during occlusion test. The root cause is normal wear, and the parts are over 12 years old. The technician replaced motor and motor assembly. Replaced leadscrew and clutch halves with spring. Performed all functional tests which passed.